Event description:
The pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Two trunk-ipsilateral leg components were imp as well as a contralateral leg component. The pt was converted to an open aaa repair and all three devices were exp. Operative notes have been requested and are being sent to gore. Films are not being sent to gore.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.